Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapy. The patient was not hospitalized for this event. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As a sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed for potentially associated lot numbers h12k11506 and h13a05028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information becomes available, a follow-up report will be submitted.